Event description:
Caller reported that a malfunction occurred on the pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided pump reset information. The pump was successfully reset, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.